Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.

Event description:
During the trial procedure, the patient's leads were displaying high impedances. While rolling the patient onto their back for programming, the patient complained of pain in her leg. The trial leads were explanted. The patient no longer reports leg pain.